Event description:
It was reported during a laparoscopic oophorectomy the surgeon had fired the device and only some staples formed and the device did not completely cut the tissue. There was no further info surrounding this device. The rep was called into the room. A second ets was opened, the surgeon attempted to fire the instrument and the cartridge would not fire. A new cartridge was placed on the ets and it fired properly. There was no pt consequence. 11/21/97 the rep reports the first ets was not saved and it is unknown if it was the initial or the second firing of it. Rep was present during the firing of the second ets. The initial firing was fine. On the second reload it would not fire. The rep noted drivers in the end of the cartridge. The same device was reloaded and the next two firings worked properly. There was no pt consequence.